Event description:
Following a catheterization procedure (type unknown), an angio-seal device was placed and hemostasis was successfully achieved. However, several days later that patient developed a hematoma. It is important to note that the patient had been started on coumadin (dose unknown) several days prior to the hematoma (although post angio-seal placement), for left sided neurological deficits. At the time of the report, the patient condition was listed as stable.